Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was conducted and discoloration, substance build up on the filament evq, contamination on the hot wire element and the temperature sensor was found. The evq was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that root cause of the reported issue was isolated to contamination of the component due to customer mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that while in use on a patient, a 980 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.